Event description:
It was reported that, "sales rep (B)(6) reported on behalf of the customer, dr (B)(6) that yet another plate had broken inside a patient shortly after implantation (please see (B)(4)). This time it concerns a different patient."

Event description:
It was reported that, "sales rep (B)(6) reported on behalf of the customer, dr (B)(6) that yet another plate had broken inside a patient shortly after implantation (please see per (B)(4)). This time it concerns a different patient. "

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: review of complaints. Results: all complaints received since 2004 and involved oasys implants were considered in this review. This is the first complaint received for postoperative disengagement of rod from the tulip of midline occiput plate. Conclusion: upon inspection of the available x-rays of the patient, the reported event about breakage of the plate was not confirmed. However, another failure - rod disengagement from the tulip of the midline occiput plate was observed. This is the first case of postoperative disengagement of rod from the tulip of midline occiput plate. Without inspection of the implants it is difficult to make any definitive conclusion about the exact cause of the observed failure. To note, based on the review of complaints received for postoperative other construction failure using oasys brand implants, the main cause of implants disengagement was insufficient tightening.